Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a trial patient regarding an external neurostimulator (ens). Patient doesn't feel stimulation, nor the flutter of any sort. Patient is on program 3 at 2.0v and doesn't feel anything and believe it isn't working. Patient would like the rep to reach out since it is the weekend. The rep provided the patient with the device manufacturing company's number and hours of operation for the future. Rep recommended that if the patient needs immediate assistance, most doctors' offices will have after hour care. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pli was corrected from an ens to an ins.

Event description:
Information was received by an implanted patient regarding an implantable neurostimulator. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient accidentally turned their device off and did not feel the stimulation. The issue had reportedly been resolved.